Event description:
The customer reported that during a laparoscopic supracervical hysterectomy, after completing a seal cycle with the device, the surgeon opened the jaws of the instrument and the seal plate insert became dislodged. There was no harm to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.